Event description:
Pt complained of pain with blood draw. Phlebotomist stated that it felt "rough" with access and deaccess. When closing needle guard, it broke. Needle examined under microscope noted to have frayed metal on the end. Pt called back after leaving stating arm hurt, he was advised to return to ed. He was on his way to work. At this time he has not returned to ed. This needle was last in box. Packaging not available.